Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator was inop. No patient injury reported.

Event description:
It was reported that the ventilator was inop. No patient injury reported.

Manufacturer narrative:
For investigation the log file was available. As no further information was provided about the time of occurrence and about the circumstancess that led to the alarm, no specific log file analysis could be performed. In the log file v044 membrane pressure low and m007 vent pressure very negative were found. However, they occur frequently in normal operation without any device errors. Thus, the log file did not indicate a device error. In case of a ventilation failure, automatic ventilation will not be available, and the device will generate an audible and visible alarm message. Manual ventilation and the monitoring functions remain available to the full extend which enables the user to finish the particular surgical procedure.